Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels in the 400's (mg/dl) with moderate ketones since using the pump. The user addressed bg level with manual injections. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the user recently switched infusion set brands per recommendation of their healthcare provider.